Event description:
The customer called for help with his contour meter. He performed control tests while troubleshooting and received results of 39, 42, and 41 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.